Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: unknown, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s family reported that the recharger telemetry module (rtm) overheated during recharging and could not complete charging. It was unknown whether the overheating specifically involved the patient controller, the battery pack, or the rtm component, and the exact location of the overheating within the recharger system could not be determined. It was unknown whether there were any environmental or external contributing factors. No surgical intervention or medical treatment was performed. The issue was reported to the responsible representative for further coordination and follow-up, and the problem remained unresolved at the time of reporting. No health damage was reported. No complications were reported or anticipated.